Event description:
3 patients receiving phototherapy treatments reported that after the first treatment, they received burns to abdomen, trunk, extremities. Treatments were discontinued. Contacted national biological for service to unit and changing sensor. Dosing protocol reviewed and updated by dermatologist.